Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G4: PMA / 510(k) #:unknown d1<(>&<)>d4: product identifiers unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone index surgery. It was reported that post-procedure deep early surgical site infection debridement, irritation, and negative pressure dressing (wound vac - is the brand). Pseudomonas aeruginosa anthero coccus faecalis. Sensory function normal or abnormal l5-l6: light touch right: normal light touch left: impaired led to serious deterioration in the health of the subject, as defined by: in-patient or prolonged hospitalization- yes ae related to a study procedure- causal relationship ae related to a medtronic cst device- probable outcome of this ae: not recovered/not resolved.

Event description:
Additional information received that ae not related to a medtronic cst device. Ae description updated to: patient presented to the emergency department on (B)(6)2024, 6 weeks after her index surgery with an obvious wound dehiscence, deep tracking, purulent drainage and surrounding cellulitis of the skin. The patient was indicated for operative management given the obvious deep infection and bacteremia. The patient was admitted and returned to the operating room for a total of 4 debridement procedures prior to her ultimate closure. At the time of her last surgery, the wound was looking well, no visible remaining necrotic or infected appearing tissue was appreciated. The patient remained neurovascularly intact throughout her stay in the hospital. Medicine was consulted post operatively to aid in management of medical co-morbidities. Infectious disease was consulted to provide recommendations on antibiotic management for her complicated surgical site infection. Cultures were taken at each return to the operating room in order to guide antibiotic selection, duration, route. Intraoperative cultures grew pseudomonas, enterococcus faecalis, lactobacillus species as well as mrse bacteremia identified on presentation. Infectious disease followed throughout her admission and provided recommendations to discharge on a course of IV antibiotics, vancomycin and zosyn via PICC. Antibiotics will continue for 6 to 8 weeks after discharge. Pain is now controlled on oral medications which will be available on discharge. The primary reason for the additional spinal surgery was related to index surgery.

Manufacturer narrative:
B5: updated with additional information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.